Event description:
It was reported the customer was unable to get insulin to exit from their tubing. Customer had tried two reservoir set, but the issue persists. The customer was advised of a possible occlusion in their reservoirs. Advised the customer occlusions during priming are usually caused by a connection issue between the reservoir and set. Customer's blood glucose was 125 mg/dl. The customer was unable to troubleshoot at the time of the call. No additional information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.